Event description:
Talent stent grafts were implanted during the endovascular treatment of infrarenal abdominal aortic aneurysms on unknown dates. Non mdt stent grafts were also implanted. The following adverse events were reported: mi, stroke, chronic heart failure, rupture, aneurysm expansion, reintervention and death. There was no information to suggest any medtronic device failure caused or contributed to a death. The cause of the adverse events are undetermined.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; the association between device instructions for use adherence and outcomes after elective endovascular aortic abdominal aneurysm repair. De guerre et al, journal of vascular surgery (2022), doi: https://doi.org/10.1016/j.jvs.2022.02.037. Age or dob: mean age, sex: mean gender, implant date: exact date of implant unknown. There was no information to suggest any medtronic device failure caused or contributed to a death. Deaths are common occurrences however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable as MDR unless clearly stated as being associated with medtronic product. If information is provided in the future, a supplemental report will be issued.